Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been exposed to water. Subsequently, multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level ranged from 190 to 200 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.